Event description:
Mw1034425 and mw1034685 were the same pt and the same event. The causes of death in the autopsy report were multi-system failure, cardiomyopathy and right pulmonary consolidation.

Event description:
Pt 23 days s/p gastric bypass surgery w/ hx of prophylactic ivc filter placement 6 mos earlier. Unexpected expiration, prong from ivc filter found in pulmonary artery on autopsy.